Event description:
Caller reported blood glucose results of 140 mg/dl on his nano system, 490 mg/dl on mobile system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(4). No information was provided for the nano system.